Event description:
It was reported that prior to starting a da vinci s beating heart revascularization procedure, the site experienced a recoverable fault led to light up. Isi technical support engineering (tse) checked the system log and found error message 45310. With the assistance of isi technical support engineering (tse), the error message was cleared and the issue was resolved. The surgeon then reported having scope fogging issues and made the decision to complete the planned surgical procedure using open surgical techniques.

Manufacturer narrative:
The investigation conducted by the field service engineer could not replicated the reported failure mode. The field service engineer viewed and inspected the endoscope and found it to be working as intended. Error code 45310 occurs when the display coordinator (dc) detects a loss of primary video inputs. The site's system was tested and performed to specifications. The site informed that the surgeon was very impatient and wanted to convert to open procedure without trying a different endoscope. As of june 15, 2012 there have been no reported recurrences of the issue at this hospital.